Event description:
It was reported that the pocket site ¿opened up¿. Per consultation with the general surgeon, the decision was made to explant the lead and implantable neurostimulator (ins). Three days later, it was reported that it was unknown to the reporter why the pocket opened up. The patient was fine and had an appointment to re-evaluate getting a replacement since it was helping so much.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va054sa, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).